Event description:
It was reported that an end user who just started using the hydrabalance vapro pocket about 2 days prior, noticed a stinging sensation in his urethra after removing the catheter. It was further reported that the end user arranged a telehealth visit based on his symptoms and received a uti diagnosis. It was reported that he reported the symptoms of pain, stinging and leakage of urine when there was about 100 ml of urine in his bladder. It was further reported that he was prescribed the antibiotic nitrofurantoin 100 mg bid based on that telehealth visit. It was additionally reported that the end user did not see any damage on the catheter packaging.

Manufacturer narrative:
A device history records review and sterilization documentation review was conducted based on the lot number provided and they were found to be complete and accurate. Device samples available but not yet received. Complaint data review was conducted and no adverse trends observed. The root cause of the reported urinary tract infections could not be determined. Causation has not been established. This product is not sold in the united states so gudid information, including di & pi information is not available. This product is similar to 72144 vapro catheter sold in the united states.

Manufacturer narrative:
Based on the manufacturing review and review of sterilization reports, no links could be made to the reported complaint. Review of release testing shows all catheters passed and were within range. Review of spc data shows all results were within the normal range.

Event description:
Investigation updated.